Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Manufacturer narrative:
The battery was returned to the manufacturer for analysis. The returned battery passed external visual inspection but failed functional testing. During testing, the battery exhibited early depletion of cell pair #3. Review of the log files revealed occurrences of premature switching events prior to the 25% threshold near the date of event reported by the user. The premature switching events are most likely due to communication anomalies between the battery and the controller. The reported event could not be replicated at the bench level; however, the battery failed to perform as per specification. An internal manufacturer investigation has been opened to investigate abnormal battery behavior including premature performance degradation and premature power source switching. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator at the hospital reported that the battery is not holding an adequate battery charge. The battery was replaced with no effect on the patient. Analysis of the returned battery found early cell pair depletion.